Manufacturer narrative:
The insulin pump was received with no button response due to lcd unlock keypad connector. Analysis was unable to perform operating currents due to no button response. They were also unable to perform basic occlusion test, occlusion, prime and excessive no delivery test due to no button response lcd unlock keypad connector. No blank display noted. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.